Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as itchy bumps with peeling skin. The patient reported open wounds with scabs and wearing the lifevest irritated the skin. There is no indication of medical intervention. Follow up was completed and the irritation was initially improved; however, the skin irritation returned.